Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 100mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer mentioned that the drive support cap was protruded on one side. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during prime test due to loose/tilted drive support disk. The insulin pump received with scratched lcd window.

Manufacturer narrative:
The insulin pump alarmed during prime test due to loose/tilted drive support disk. The insulin pump received with scratched lcd window.

Manufacturer narrative:
The insulin pump alarmed during prime test due to loose/tilted drive support disk. The insulin pump received with scratched lcd window.